Manufacturer narrative:
No button error alarms noted. The insulin pump had intermittent esc and act button due to moisture keypad traces. The device had broken battery tube threads, cracked reservoir tube lip, broken belt clip slot, minor scratched lcd window, cracked case at display window corner, scratched reservoir tube window, and missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was at 200 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.